Event description:
This is a report of a home patient (hp) who had difficulty connecting the transfer set to the titanium adapter for use during dianeal therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number h13b18052 and no exceptions were observed that were related to the reported condition. An event indicative of a potential malfunction of the disposable minicap transfer set was identified. A sample of the device was received and is pending evaluation. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.